Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that the pump indicated a data log corruption and that the fill estimate reading was inaccurate. Customer's blood glucose level ranged between 49-430 mg/dl which was addressed by ingesting carbohydrates. Reportedly, the customer had manual injections as alternate insulin therapy.